Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, the fse did troubleshooting over the phone and advised the customer to run the sample nozzle with alcohol three times. After using alcohol, the customer was advised to rinse with wash solution five times and then run samples. Fse followed up with the customer later that day and left a message. No further information was provided. The most probable cause of the reported event was a clogged sample nozzle.

Event description:
On (B)(6) 2017, the customer reported an intermittent error 4017, specimen syringe clog detected, on their aia-360 analyzer. As reported, the issue had been occurring since the previous friday. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg, prog ii, e2, and afp patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.